Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): no anomalies found, defib conductor distorted.

Event description:
It was reported that during the implant procedure the physician was unable to obtain stable lead placement. Multiple attempts were made, deploying the screw each time and the lead would dislodge. The lead was removed and a passive fix lead was use sucessfully. No patient complications have been reported as a result of this event.